Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
Visual inspection of the device, returned in its original package, confirmed the presence of the reported hair. The hair did not breach the inner sterile cavity, but was found sealed across two sides of the seal on the outer cavity. This warsaw design controlled device was used for treatment. Review of complaint history indicated no other complaints for the lot code associated with the returned device. (B)(4). Therefore, it is highly unlikely that the presence of the foreign material found in the package would lead to any infections or other bio-incompatibility if the device had been used. Inspection criteria requires 100 percent inspection of both sides of the seal. Further group training and operator awareness for hair in the package was performed on 05/14/2015 to prevent future recurrence.

Event description:
It is reported that during surgery, while opening the sterile package of the instrument, a hair-like substance was found inside of it. Surgeon finished the procedure with another instrument.